Manufacturer narrative:
Device was returned for evaluation. Visual inspection of the device found the outer helix stretched out of specification. The helix elongation is consistent with having occurred during procedure. The device was unable to establish telemetry, and no output was noted upon receipt. Field information indicated the device was permanently disabled in the field, which deactivates the device, and no further analysis could be performed.

Event description:
It was reported that the leadless pacemaker (lp) was implanted in the left ventricle in error. The lp was explanted and replaced. The patient was discharged post procedure.